Manufacturer narrative:
(B)(4) a partial lead with the distal tip measuring 41.0cm was returned for analysis. External and internal insulation abrasion was noted at 8.0-9.5cm and 25.5-27.0cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 33.5-34.5cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise.

Event description:
It was reported that non-sustained oversensing due to p-wave oversensing was observed. Lead noise was noted. Programming changes did not resolve the issue. Lead was explanted and replaced. Patient was fine.